Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2009. During the procedure, needle breakage occurred during use on the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Result: rep samples of the returned product were tested for diameter, tinius olsen and ductility testing and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification.